Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous gastrointestinal bleeding events were reported under medwatch MFR report #2916596-2017-02127 and medwatch MFR report #2916596-2017-02128. (B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic on (B)(6) 2017 with melena for three days and weakness. The patient has been on octreotide injections an proton pump inhibitor medication. The patient was admitted to the hospital for transfusions and gastrointestinal (gi) evaluation. Upon admission the hemoglobin level was 7.8 g/dl with a hematocrit of 26.4%. During the hospital stay, 4 units of packed red blood cells were transfused. On (B)(6) 2017 an esophagogastroduodenoscopy revealed gastritis, probable gastroparesis, and 2 actively bleeding arteriovenous malformations (avm) in the proximal jejunum, which were treated with argon plasma coagulation (apc) with good hemostasis. The patient was kept off anticoagulation medications and the hemoglobin was monitored. On (B)(6) 2017 the patient was discharged with less tarry stools, a hemoglobin of 8.9 g/dl, and a hematocrit of 30.5%. Monitoring will be continued as an outpatient. No additional information was provided.